Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had two motor error alarms during basal. The customer stated that the motor error alarms persisted after set changes. Blood glucose level at the time of the incident was 230 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test however compromised forced sensor system alarm during prime test at 4 lbs and motor error alarm during the basic occlusion test or verify prime/fill anomaly due to loose/protruded drive support disk. The motor was tested outside of the device and passed.